Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image displayed, air-water cylinder and tube had white foreign objects. A root cause could not be identified. Based on the results of the investigation, the reported malfunction was not reproduced and no problem was detected. The probably cause of the foreign material remaining was the use of products that contain silicone. The definitive cause of the image issue was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that an error code was shown on the colonovideoscope. This issue was found during reprocessing. There were no reports of patient involvement.